Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The root cause for the failure was a bent pin in the belt receptacle. The root cause for the bent pin was excessive force. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable).